Event description:
The reporter noted: "the pt experienced neuritis after having the endoscopic gastroc recession procedure performed. Neuritis went away after a cortisone shot. The doctor still believes in the egr system and feels he may have to adjust the technique."

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.